Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
A hematoma was observe. No action was taken; patient will follow up in 10 days to be re-evaluated by doctor. Should additional information be provided, this file will be updated.